Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause was a faulty uim pcb (user interface module printed circuit board). The uim pcb has been replaced. Additional: service history review revealed that this device has not been previously serviced for the reported condition. A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through similar trends.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 16:336:936:0000. It is unknown when this event occurred. The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. During the product evaluation at baxter, it was discovered that failure code 16:336:936:0000 occurred during infusion on channel a, which caused an interruption during delivery. No additional information is available. The user interface module master software version for this device is currently unknown.